Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming no disposable, clamp tubing. They instructed patient to stop and restart the pump. The pump continued to alarm. They had the patient clamp the tubing, unlock the cassette and check for air in the line. Air was present. Tubing was massaged and cassette was tapped. They then instructed patient to reattach the cassette, unclamp the tubing and restart the pump. The pump continued to alarm. They instructed patient to turn the pump off, clamp the tubing and go back to the clinic. Rate: 2.1, volume: 93.1, given: 6.1. There was patient involvement, and no patient harm/adverse event reported.